Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the discordant result did not have a flag or alarm. The customer noted that the occurrence was observed once on one patient sample. Siemens reviewed the information provided and determined that the initial and repeat testing was performed with the same reagent lot. Therefore, siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. The customer has not observed any other falsely elevated alpha-fetoprotein (afp) results. Siemens is investigating the event.

Event description:
The customer obtained a discordant falsely elevated alpha-fetoprotein (afp) result on one patient sample on an atellica im 1600 analyzer and did not report the result to the physician(s). The customer used the same patient sample to perform repeat testing on two alternate atellica analyzers. The customer noted that repeat results were lower and considered to be correct. It is unknown which of the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated afp result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00188 on 21-jul-2021. Additional information (23-jul-2021): siemens reviewed the information provided and identified that the same reagent pack was utilized for the initial and repeat testing. Siemens noted no visible damage or clumping on the reagent pack and identified no issue with the atellica im 1600 analyzer or alpha-fetoprotein (afp) reagent. The customer has not observed a recurrence. Siemens completed the investigation and cannot rule out pre-analytical variables or sample-specific issues as contributing factors. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. The analyzer is operating within specifications, and no further evaluation of the device was required. Siemens updated section h6 to include new codes for investigation findings and investigation conclusions.